Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the balloon of a 3mm x 8cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured during insertion. There were no reported injuries to the patient. The device was stored and prepped per the instructions for use (IFU). There were no difficulties removing any of the sterile packaging components. Additional details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 82251048 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " balloon burst" could not be evaluated. As per the IFU, use only the recommended balloon inflation medium of 50/50 contrast/saline. The catheter should only be used by trained physicians. Balloon inflation should be performed with the guidewire extended beyond the catheter tip. Inflation at high rate may damage the balloon. If at any point during insertion of the catheter resistance is felt, withdraw the entire system. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
The account information is unknown. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 3 mm x 8 cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured during insertion. There were no reported injuries to the patient. The device was stored and prepped per the instructions for use (IFU). There were no difficulties removing any of the sterile packaging components. Additional details were requested but were not provided. The device will be returned for evaluation.

Event description:
As reported, the balloon of a 3mm x 8cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured during insertion. There were no reported injuries to the patient. The device was stored and prepped per the instructions for use (IFU). There were no difficulties removing any of the sterile packaging components. Additional details were requested but were not provided. The device was discarded and will not be returned.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, d9, g3, g6, h1, h2, h3, and h11 additional information is pending and will be submitted within 30 days upon receipt.